Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the ins depleted in less than 3 years with the same medicines and doses as recommended from earlier and with periodical regular visits to the physician. It was alleged that the service period should last no less than 6-9 years. It was also alleged the implanted ins had surely inconsistent run "either by slowdown or accelerates." The alleged failure was causing a "disaster in [the patient] health wise, family wise and overall career to date." It was reported that surgical intervention was planned, but had not been scheduled. The rep reported that they tried to explain the ins consumption rate and the parameters that affect the same. Patient compliance was reported to have been a possible contributing factor. The event was resolved at the time of this report. The ins had not been explanted, and it was not clear if the ins was actually showing eos. The patient did not have much of symptoms, but complained of not being able to use higher currents. The programmed settings were not known. No further complications were reported.